Event description:
The patient left lfs a voicemail stating that they obtained an error 1 message on their one touch verio pro meter. No further clinical information was provided, since the patient provided incorrect phone number and the name left on the voice message was unclear for customer service to search or contact the patient. The complaint is being reported since the patient mentioned an error 1 message on their verio meter.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report. The 510 (k) # is k093745.